Event description:
"Bone overgrowth, extreme inflammatory reaction, radiculitis (chronic) need for revision surgery - surgery not advised by surgeon(s) due to high risk, possible mortal injury and worsening of symptoms. Prior to infuse, I was mobile and had intermittent back pain that originally became the reason for my operation to implant infuse. Since shortly after implantation, I have lost most of my mobility, and suffer chronic spine, nerve, bone, and leg pain on a 24 hour basis without constant use of pain medications. I am unable to walk without an aid (cane or wheelchair) and no longer participate in any of the athletic activities I was once heavily involved in. Posterior interbody fusion without lt cage. L4-5, l5-s1."

Event description:
It was reported that the patient presented with progressive l4-5 stenosis and an l5-s1 posterior wall failure at the disk space with additional foraminal compromise. 2-level decompression and fusion is planned. The patient underwent a l4-5 and l5-s1 posterior interbody fusion with rhbmp-2/acs to treat l4-5 and l5-s1 recurrent herniation. The bmp was placed within the interbody spacers at each level. No patient complications were noted. At 6905 days post-op, the patient presented status post lumbar fusion with persistent low back pain radiating to the left leg. An MRI scan of the lumbar spine showed "extensive postoperative changes are noted lumbar spine with posterior spinal fusion l4-s1 with interdisc spacer is in place l4-l5 and l5-s1. Mild central spinal canal stenosis at l3-l4. The spinal canal does appear to be congenitally slender at this particular level. There is bony hypertrophic changes noted along the left lateral posterior inferior aspect of the l5 vertebral body resulting in narrowing of the left neural foramina. No abnormal enhancements." At 657 days post-op, the patient presented with complaints of back and leg pain. Discussed possibility of revision surgery to decompress bony overgrowth. At 778 days post-op, the patient presented for an MRI scan of lumbar spine. Per the notes, the patient fell 4 weeks prior, and presented with low back pain and left leg pain. Impression: "degenerative and postoperative change with an appearance similar to the prior exam."

Event description:
Reportedly, the patient underwent a posterior approach lumbar fusion at levels l4-l5-s1 using rhbmp-2/acs. The patient's post-operative period was reportedly marked by increasingly severe pain. Imaging studies allegedly show that the patient has developed uncontrolled bone growth ('bone overgrowth') and resulting nerve compression at or near where the rhbmp-2/acs was implanted. Reportedly, these injuries and complications are the direct and proximate result of the use of bmp in this surgery. The patient allegedly suffers from severe injuries and damages including, but not limited to, bone overgrowth causing nerve compression, chronic pain, radiculitis, emotional distress and mental anguish. The bone overgrowth is 'strangulating' her spinal cord and exiting nerve roots at or near the levels of the fusion. These injuries have reportedly become so severe and debilitating that the patient now uses a wheelchair at times when she leaves her home. She has allegedly become functionally crippled by the pain and requires assistance in the form of at least a cane, and at times uses a wheelchair to ambulate outside of her home. The patient has reportedly not been able to undergone attempted revision surgery to remove the bone overgrowth compressing her nerves because her treating physicians have deemed revision surgery to be far too dangerous and have indicated that such revision surgery would pose a grave risk of further injury to the neural structures in the spine near the bone overgrowth.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a surgery to repair her spine using rhbmp-2/acs. Post-op, the patient developed new bone growth that was wrapping around the spine and compressing nerves. The bony overgrowth has done irreparable damage. The patient is disabled by pain, and has difficulty walking -- often needing a cane or wheel chair when she leaves her home. Doctors have reportedly told the patient that additional surgery to fix the problem would be too dangerous.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient presented with progressive l4-5 stenosis and an l5-s1 posterior wall failure at the disk space with additional foraminal compromise. The patient underwent a l4-5 and l5-s1 posterior interbody fusion with rhbmp-2/acs to treat l4-5 and l5-s1 recurrent herniation. The bmp was placed within the interbody spacers at each level. No complications were noted during the procedure. At 605 days post-op, the patient presented status post lumbar fusion with persistent low back pain radiating to the left leg. An MRI scan of the lumbar spine showed ''extensive postoperative changes are noted lumbar spine with posterior spinal fusion l4-s1 with interdisc spacer is in place l4-l5 and l5-s1. Mild central spinal canal stenosis at l3-l4. The spinal canal does appear to be congenitally slender at this particular level. There is bony hypertrophic changes noted along the left lateral posterior inferior aspect of the l5 vertebral body resulting in narrowing of the left neural foramina. No abnormal enhancements.'' 657 days post-op, the patient presented with complaints of back and leg pain. The possibility of revision surgery was discussed.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.